Event description:
Healthcare professional (hcp) reported that after patients were injected with unspecified juvéderm®, patients experienced various issues including "complications, ischemia, nodules and lumps, infections." The hcp opinion is "the events could have been caused by an incorrect use of the dermal filler".

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.